Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 740866-invalid,763646-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia on (B)(6) 2015, uterine fibroids enlarged on (B)(6) 2015, pelvic abscess on (B)(6) 2015, atelectasis on (B)(6) 2015, pleural effusion on (B)(6) 2015, pelvic inflammation on (B)(6) 2015, nausea on (B)(6) 2015, suprapubic pain on (B)(6) 2015, anastomotic complication on (B)(6) 2015, bladder wall thickening on (B)(6) 2015, ovarian cyst on (B)(6) 2015, back pain, increased white cell count and fever. Concomitant products included ciprofloxacin (cipro) and ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), premenstrual syndrome ("premenstrual syndrome") and vaginal haemorrhage ("bleeding vaginal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full) date:(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and premenstrual syndrome had resolved and the menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and bladder/urinary problems. Current weight 180 lbs. Procedure: the essure device was opened and the right tube was cannulated first easily. There were 2 threads noted at the termination of the cannulation of the right tube. The essure on the left easily cannulated the tubal opening and there was noted to be 3 coils visible at the termination of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Bilateral essure micro inserts are present.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain, menorrhagia, vaginal bleeding, nausea, migraine, headache and abdominal pain. Lot numbers reported (740866,763646) are invalid. Most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 740866,763646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia on (B)(6) 2015, uterine fibroids enlarged on (B)(6) 2015, pelvic abscess on (B)(6) 2015, atelectasis on (B)(6) 2015, pleural effusion on (B)(6) 2015, pelvic inflammation on (B)(6) 2015, nausea on (B)(6) 2015, suprapubic pain on (B)(6) 2015, anastomotic complication on (B)(6) 2015, bladder wall thickening on (B)(6) 2015, ovarian cyst on (B)(6) 2015, back pain, increased white cell count and fever. Concomitant products included ciprofloxacin and ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), premenstrual syndrome ("premenstrual syndrome") and vaginal haemorrhage ("bleeding vaginal") and was found to have weight increased ("weight gain"). The patient was treated with surgery ("hysterectomy" (full) date: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and premenstrual syndrome had resolved and the menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and bladder/urinary problems. Current weight 180 lbs. Procedure: the essure device was opened and the right tube was cannulated first easily. There were 2 threads noted at the termination of the cannulation of the right tube. The essure on the left easily cannulated the tubal opening and there was noted to be 3 coils visible at the termination of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Bilateral essure micro inserts are present. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain, menorrhagia, vaginal bleeding, nausea, migraine, headache and abdominal pain. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: lot number was added, newly added events- vaginal bleeding, reporter was added, consumer height and weight was added, lab data were updated, medical history was added, concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and premenstrual syndrome ("premenstrual syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and premenstrual syndrome had resolved and the menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, headache and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case has became incident. Previously reported event "injury " replaced was with new events .new events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding bladder problems, urinary problems., bladder infection, uti, vag. Infection, migraine, headaches, weight gain, premenstrual syndrome. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.